Manufacturer narrative:
Technical support advised them to open fresh control and rerun the quality control at room temperature as it had been mentioned they were refreezing bottles. On follow-up, the customer reported that the controls were in range using the fresh controls. There was no further action required. The probable cause of the event was operational error of incorrect control handling. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017, a customer reported that they were recovering a low psa on biorad (br) (B)(4) using the a1a360. All levels were in range last week but were recovering low at the time of the complaint. The reported issue with their aia-360 instrument has the potential of discrepant patient results. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.